Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the fact that the device was received disassembled; only the suture was received, missing the tightrope ii button. Visual evaluation found that the white suture was broken and detached from the button. It was noted that the suture was frayed. The most likely cause can be attributed to use error as the fraying can be caused by pulling or adjusting the strands along a sharp or rough edge.

Event description:
It was reported that during a knee arthroscopy during insertion the threads tore. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update, khe, 21-mar-2023 further information received from the customer with the device. The thread broke during flipping.